Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, foreign material was confirmed, but the type of the material or root cause cannot be identified. Although olympus couldn't identify the foreign material, simethicone was possibly not used in the facility. Additionally, no deviations were confirmed from the instruction manual in the reprocessing steps at the material residue point. However, the reported event is likely due to the foreign material not being removed since reprocessing was not conducted properly due to leakage from the bending section cover. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, the gastrointestinal videoscope exhibited white foreign material at the air/water tube, the jet tube, and the air/water cylinder. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.